Event description:
It was reported that this pacemaker exhibited an alert indicating that remote monitoring (rmd) was disabled after the device reached the elective replacement indicator (eri). Technical services (ts) reviewed the information and discussed that the device had not received the newest software update and therefore could still be susceptible to entering safety mode. Due to the patient's hospice status and decision to decline pulse generator replacement, no further intervention was planned at this time. The physician indicated they would address the situation if safety mode occurs. No adverse patient effects were reported. This pacemaker remains in service.